Event description:
It was reported during implant that screw in was difficult due to the patient's hard septum and several implant attempts may have caused damage to the right ventricular (rv) lead. The patient experienced dizziness. The right ventricular (rv) lead exhibited undefined high impedance, an increase in threshold, and intermittent noise. A fracture was suspected. The rv lead remains in the patient and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID w2dr01 lot# serial# (B)(6) implanted: (B)(6) 2022: product ID 383069 lot# serial# (B)(6) implanted: (B)(6) 2022: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.